Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, the device evaluation identified a reportable malfunction: a noisy image. The root cause could not be definitively identified. However, the investigation suggests that circuit board damage was the most likely cause of both the lack of an image when connected to the stack and the noisy image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance. We made three attempts to obtain additional information, but did not receive a response from the customer.

Event description:
The customer reported a no image issue during inspection for use, involving an olympus colonovideoscope. There was no patient injury reported.